Manufacturer narrative:
Na. E3 occupation: updated. The g3 date was filed incorrectly on the initial medwatch report as (B)(6) 2021, but should have been (B)(6) 2021.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar incidents for this lot. The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. The reported activation failure appears to be related to operational circumstances as it is likely the reported material rupture caused the reported activation failure. It should be noted, there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with moderate tortuosity and calcification. The 4.00x18 mm xience sierra stent delivery system (sds) was advanced to the lesion but the balloon would not inflate and would not hold pressure. Therefore, a new inflation device was used. Again the balloon would not inflate or hold pressure. Inflation was attempted 3 times at an unknown pressure. The inflation device and the sds were replaced. A new, 4.00x23 xience sierra sds was advanced and the device was implanted successfully. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.